Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, to update section h3, and to provide the completed investigation results. One used 6 fr 45 cm destination sheath was received for product. The dilator was partially mated to the sheath when received. No other accessory components were returned. Visual inspection of the sheath revealed that the shaft of the sheath had broken into two pieces. In addition to this, the sheath was stretched severely throughout in a fashion that the sheath broke at 15 cm from the hub with the stainless-steel coil within the sheath exposed. IFU states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of the resistance has been determined." The sheath can be confirmed for sheath breakage. The IFU cautions stating "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of the resistance has been determined. It is likely that the manipulation of the sheath in presence of resistance could have potentially lead to the stretching and breakage of the sheath since the damage was observed at the end of the procedure. This implies that the sheath was able to advance and intervene without any issues. The sources that contributed to the breakage of the sheath cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on (B)(6) 2020. The sheath broke at the middle at the end of the procedure when it was being withdrawn. They were not sure if there was calcification or scar tissue. They did not know if the dilator was in place and were unsure if there was resistance during withdrawal.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during an angiogram, a terumo 6 fr destination 45 cm sheath was broken during a sheath exchange, at the end of the procedure. It was removed, intact. There was no apparent harm to the patient, the patient was reported to be ok. The procedure outcome was positive. There was no patient injury, medical/surgical intervention required. Additional information was received on 18sep2020. The sheath came apart, and unraveled in the middle of the sheath. It was not the distal tip. The patient was not harmed, and was their condition was reported to be stable.